Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, the power could not be turned on because the power cable was loose. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
In speaking with the olympus field services engineer, the customer's biomedical engineer (bme) reported the evis exera iii xenon light source experienced no power supply during preparation for use for a gastroscopy (ogds). After further troubleshooting, bme confirmed the light source was defective. Even tried with a new power cord, and the fuse unit was tested okay. The intended diagnostic procedure was completed using another set of equipment without delay. There were no reports of patient harm.